Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were getting disconnected and went into critical override mode. A technical support specialist found witness required enabled on medication and device. The customer made configuration changes to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had eps on critical override and disconnected mode. The customer reported that station was in disconnect mode and meds had to be pulled in critical override. There were no adverse events or injuries reported based on this event.